Event description:
In july, the pt reported receiving several shocks. An itp was the only procedure performed; there was no loss of comm. The device was inquired 9/10/96, and found to be disable. A follow-up conversation with the rep indicated that the person performing the itp was inexperienced. He will attempt to obtain the printouts to see if any add'l info exists.